Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 100 mg/dl. Customer stated the top of reservoir is broken away and has to have masking tape for it to deliver insulin and also crack under esc button. Customer stated that the location of damage is on reservoir and front by buttons. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the reservoir tube window corners, a broken reservoir tube lip and, broken battery tube threads, a missing o-ring on the reservoir tube and minor scratches on the lcd window.